Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from september 30, 2020 ¿ october 01, 2020. H10: the device was received for evaluation containing no fluid in the bladder. A functional flow test was performed by filling the device. After fill, no evidence of flow was observed coming out from the flow restrictor. Additionally, force prime was performed; however, no flow was observed. Additional inspection was performed to the flow restrictor which revealed a white drug residue that blocked the fluid path at the distal end of the capillary glass which caused the flow problem. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. It was discovered that the device was not delivering medication 12 hours into patient treatment. The device had been filled with flucloxacillin 8000mg in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.